Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to supra ventricular tachycardia (svt) with rapid ventricular response detected by the device as ventricular tachycardia (vt)/ventricular fibrillation (vf). The implantable cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.